Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the am/pm pump time settings were inaccurate. During troubleshooting with tandem technical support it was found that the customer forgot to change the am/pm settings when adjusting the pump time for daylight savings. Customer stated they experienced high and low blood glucose (bg) levels. Customer stated high bg's reached over 400 mg/dl, however they did not provide a low bg value. Customer stated they don't test for low bg's. They just "feel low" and consume food to stabilize bg's. Elevated bg's were stabilize by delivering a bolus or manual injections.